Event description:
Boston scientific crm received information that this patient was admitted to the hospital due to a syncopal episode. Device interrogation noted right ventricular impedance was greater than 2500 ohms due to a lead fracture which was confirmed via x-ray. A revision procedure was performed and this pacemaker and the associated right ventricular lead were removed from service. It was noted that there was a stuck setscrew on the device which was not able to be loosened. The physician was questioning whether it was corroded or not. A new pacing system was implanted without further incident.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.